Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
A self-adhesive force test could not be done on the used cannula.